Event description:
Pt had been using bausch and lomb product for couple of years. Had a follow-up with eye dr because of eye problems. Pt is also having problem with contact lens. The label of multi-purpose solution pt rec'd this time was different.